Manufacturer narrative:
H6: investigation summary: the customer returned a photo of the sample in the bag, which was helpful in verifying the material number. However, this could not verify the failure of set leaking or the lot number of the sample. A device history record review could not be performed on material 24301-0007t because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using an unspecified bd alaris extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: patient notified rn of chemo leaking from texium filter tubing.

Event description:
It was reported while using an unspecified bd alaris extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: patient notified rn of chemo leaking from texium filter tubing.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown and device manufacture date: unknown. The initial reporter also notified the FDA on 11jan2023. Medwatch report: #mw5114407. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.